Event description:
It was reported that a patient underwent a cardiac ablation procedure during a bwi sponsored clinical trial with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. The patient received an index cardiac ablation on (B)(6) 2025. On that same day, the patient experienced peri-interventional pericardial puncture during ventricular tachycardia (vt) ablation with thermocool smarttouch sf categorized as mild and serious. Patient had in-patient or prolonged hospitalization with admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship with the ablation catheter (thermocool smarttouch sf) is not related. The relationship with the study/index procedure is a causal relationship, and event was expected/anticipated. The outcome was recovered/resolved with an end date of (B)(6) 2025. Intervention performed was medication and pericardial drainage. The patient¿s heart rhythm was sinus. Ablated non-ischemic vt. Steam pop was noted during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31562454l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Updated information was received on 23-oct-2025 and the adverse event term value "right ventricle perforation" has been changed to "right ventricle rupture" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received and it was noted that the adverse event term value has been changed to "right ventricle perforation". As such, h 6. Health effect - clinical code has been updated from cardiac tamponade to cardiac perforation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).